Event description:
No additional information.

Manufacturer narrative:
It was reported by the customer that priming fluid was noted to be leaking through the filter. One sample was received for quality evaluation. Visual examination did not identify any damages or abnormalities. The infusion set was primed and it appeared that there was an occlusion in the filter due to the fluid not moving through the infusion set. Fluid was left in the sample in order to determine if the occlusion was due to a clogged filter. After the sample being soaked in water, fluid flow through the infusion set was tested and fluid was now able to flow through the sample without any issues. The infusion set was then primed and a simulated infusion was conducted at 125 ml/hr for 1 hour. There was no leakage identified. The customer complaint of leakage could not be replicated. A root cause for the failure reported was not determined because the leakage could not be replicated. It is possible that the filter may have shown signs of leakage because the filter was possibly clogged due to the medication used, however, occlusion of the infusion set was not reported in the customers report of the leakage. Additionally, once the set was clear of any residual medication possibly blocking the filter, the was no leakage identified when conducting a simulated infusion. A device history record review for model 10010454 lot number 24075229 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 10010454, batch#: unknown. It was reported by the customer that priming fluid was noted to be leaking through the filter. Verbatim: rcc received a complaint via email. Email(s) attached. Bd alaris tubing was primed with tpn per protocol. Upon priming fluid was noted to be leaking through the filter. New set obtained and primed with no issue. Device name/description: set alaris pump lo-sorbing pe lined 0.2 micron filter 1 smartsite valve 115 inch pv 26ml. Manufacturer: carefusion. Manufacturer code/model: 10010454.